Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure is related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. As a result, the power switch was damaged and it was presumed that the switches on the front panel failed to work since the power was unable to turn on. Likewise, since the subject device was installed more than seven years ago, it is surmised that the scope socket was worn-out due repeated prolong use. As a result, it is presumed that the connection became poor. The plausible cause of the worn-out scope socket is due to the operator forcibly connecting the scope connector or slantwise connecting. Furthermore, applied force such as bending, pulling, twisting or squeezing contributed to the malfunction. The probable cause of the lighting time of the non- olympus lamp exceeding 500 hours and its brightness declining below standard is due to the users disregard or failure to notice the description of the instruction manual and installed a non-recommended lamp. The instructions for use (IFU) states: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the stated problem of power button is stuck was confirmed. The inspection discovered an old version main switch that was upgraded. Furthermore, a worn-out scope socket causing poor connection and a lamp over 500 hours was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the visera elite xenon light source power switch failed to turn off due to sticking. During a standard service inspection of the customer returned device, power button stuck in was noted. There was no patient involvement, no harm or user injury reported due to the event.